Manufacturer narrative:
Investigation: ball head: the density was determined on the fragments of the ball head. The measured density is compliant with the delivery specifications for biolox forte components. The ceramic ball head cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. There are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces which are clearly assigned to secondary effects, i.e. Rubbing between the metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. In the case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) in region c over the whole circumference are expected. The expected primary metal transfer on the cone of the ball head cannot be found equally distributed. This might indicate a disturbance at the interface between stem and ball head. Additionally intensive metal transfer can be found in region d/e as well. However, it cannot be decided clearly whether this metal transfer occurred prior to or after the primary fracture event. Obviously, fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments to ceramtec. Due to this, intensive chipping occured at the fracture surface edges and on all fracture surfaces. Therefore, further information probably got lost which might have been helpful in the failure analysis. If the primary event is caused by hoop stresses inside the conical bore of the ceramic ball head, the primary fracture surface coincides with the ball head axis. Additionally, its appearance is very smooth and flat. Part of the primary fracture surface can be found on one fragment. The fracture origin cannot be determined due to the mentioned secondary damages and missing fragments. Insert: metal transfer of erratic appearance can be found on the face and on the inner sphere of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event of the ball head or due to surgical procedure. Thus, it does not provide any information about the cause of the fracture. In the case of a symmetrical taper fit situation between the ceramic insert and the metal shell, metal transfer patterns (primary metal transfer) are expected in the region g/h of the insert. Such metal transfer patterns cannot be found equally distributed on the taper. This might indicate a disturbed or insufficient fixation of the insert within the metal shell. Additionally, metal transfer can be found on the transition I/j. The insert does not provide any hint regarding a possible cause of the failure of the ball head. On the polished surface of the insert an area of intensive metal abrasion can be found. The occurrence of this abrasion is a consequence of intensive contact with the metal stem after the primary fracture event of the ball head. General: on the outer surface of one fragment of the ball head and on the inner surface of the insert clearly restricted areas with increased wear can be found. However, it cannot be decided clearly, whether these areas were generated by microseparation/edge loading prior to the fracture or caused by ceramic fragments and third-body-wear after the fracture event. Batch history review: ball head: the identification of the provided ball head is not possible by reading off the laser engraving. The following elements of the engraving can be read, indicated on the outer chamber "28-1.s-..5 01 165. Iso6474" dots represent characters which were not available. A shop order was identified for the ball head based on the information provided. Protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the insert where according to the specification valid at the time of production. Insert: the identification of the provided insert was done by reading off the laser engraving. A shop order for the insert was identified for the insert. Protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the insert where according to the specification valid at the time of production. Plasmacup sc size 48mm: the device history file has been checked and found to be according to the specification valid at the time of production. There is no indication of a manufacturing error or material defect. Biocontact sd plasmapore 12/14 size 9mm: due to the fact that no lot number was provided, a batch history review could not be performed. Conclusion and root cause: based on the information available and as a result of the investigation, a product related failure can be excluded. Material or product deviations could not be identified. This failure is most probably user related. Rational: the density of the ball head was analysed and found to be complying with the delivery specifications for biolox forte components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the ball head and on the insert as a result of contact with metal parts or surgical instruments after the fracture event. The expected primary metal transfer on the cone of the ball head cannot be found equally distributed. This might indicate a disturbance at the interface between stem and ball head. Intensive metal transfer can be found in region d/e, too. However it cannot be decided clearly whether this metal transfer occured prior to, or after the primary fracture event. Part of the primary fracture surface of the ball head can be identified. Due to secondary damages and missing fragments, the fracture origin cannot be determined. Primary metal transfer on the taper of the insert cannot be found equally distributed. This might indicate a disturbed or insufficient fixation of the insert within the metal shell. On the polished surface of the insert, an area of intensive metal abrasion can be found. The occurrence of this abrasion is a consequence of an intensive contact with the metal stem after the primary fracture event. On the outer surface of one fragment of the ball head and on the inner surface of the insert a clearly restricted area with increased wear can be found. However, it cannot be decided clearly, whether this area was generated by microseparation/ edge loading prior to the fracture or caused by ceramic fragments after the fracture event. The insert does not provide any hint regarding a possible cause of the failure of the ball head. A disturbance at the interface between stem and ball head leading to an increase of stresses might be a possible reason for the fracture of the ceramic ball head. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). It is reported that the ceramic ball head broke 14 years 9 months post operative. Original surgery date reported as (B)(6) 2001. Revision surgery reported as (B)(6) 2016. Components in use listed as concomitant devices are: nk460 - biolox prosthesis head 12/14 28mm s, nh092 - sc/msc ceramics insert 28mm 48/50 sym, nh048t - plasmacup sc size 48mm, nk709t - bicontact sd plasmapore 12/14 size 9mm.